Event description:
Ous MDR - it was reported that the lead became dislodged about 1 month after the implantation. Six days after the lead revision, a new dislodgement was reported. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned electrode was present only in fragments . All parts of the electrode were returned for analysis . The morphology of the cut surface indicates that the division of the electrode has probably occurred in connection with the explant .in the visual inspection of a deformed fixing screw has been identified. The analysis showed that the cause is probably due to the mechanical stress during the operation. During the ongoing analysis showed no further deviations from the technical specifications , which might be related to the clinical complaint. In summary, a deformation of the fixing screw was found that impaired the functioning of the active fixation. There was no evidence of material or manufacturing defects